Manufacturer narrative:
(B)(4). Action taken with dianeal pd4 2.5% therapy was not reported. The patient had the signs of colic (previously reported as abdominal pain) and perforated back. Treatment rendered for perforated back was not reported. On an unreported date, the patient had antibiotic soak the abdominal cavity as treatment for peritonitis. The patient discontinued the cefazoline and gentamycin medication and started with vancomycin (1g, per day, ip) and amikacin (300mg, per day, ip) for peritonitis. The patient was recovering from this peritonitis event.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). The patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The following day, the patient was hospitalized for the event. The patient was treated with cefazoline (2gm, daily, intra-peritoneally (ip)) and gentamycin (80mg, daily, ip) for the peritonitis. Dianeal therapy was ongoing. The patient has not yet recovered from this peritontiis event.

Manufacturer narrative:
(B)(4). (B)(6). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.